Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier (mlca) instrument failed to apply the clip. The procedure was completed robotically with no reported injury with a backup mlca. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage. The patient did not experience any intra-operative complications or post-operative complications. There was no fragment falling inside the patient¿s anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. Failure analysis found the primary failure of failed clip test to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument failed to close the grip tips and the clip onto the test tubing. The root cause was not determined. An additional finding, which was not related to the primary failure, was that the instrument¿s grip tips were not moving intuitively. For example, they were not following the master tool manipulator (mtm) input commands smoothly. The grip tips were not opening or closing at all. No obvious signs of damage were found. The root cause was not determined. A review of the device logs for the medium-large clip applier (part# 478053-04, lot/serial# n10211206 - 0015) associated with this event has been performed. Per this review of the logs, the medium-large clip applier was last used on (B)(6) 2022 via system serial# (B)(4). There were 70 uses remaining after this last usage. This complaint is considered a reportable malfunction due to the following conclusion: failure analysis confirmed a failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. In addition, it was alleged that the clip applier instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, and h2 analysis information can be found in fields h6 and h10 d02 - additional analysis was performed on the medium-large clip applier instrument by an advanced failure analysis engineer. The initial findings were confirmed. The instrument was placed on the system, and clip application was tested. The grips were unable to close or open on the system but worked fine when manually manipulated. When attempting to open/close the grips on the system again, it was observed that the push-pull rod bent, indicating that the rod was likely already compromised/weakened. The compromised/weakened rod likely caused the grips to be unable to close and in turn the clip test failure. The root cause of this was attributed to a component failure.